Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit with an unknown blood glucose (BG) level with ketones of an unspecified size approximately in April. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Treatment resolved the issue and no permanent damage was identified. Customer was released from the hospital after approximately one week; however, specific event date was not provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro / 2.2 / iOS_15.7.